Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed on the returned device as it was related to the case circumstances. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency.

Event description:
It was reported that using an unspecified access approach during a procedure of the right coronary artery the 3.5 x 16 mm non-abbott stent was deployed and post-dilatation was performed with a 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) at 18 atmosphere (atm). During removal of the bdc resistance was met with the stent implant but was being removed when the bdc caught the tip of the guide catheter. The bdc was inflated to 12 atm and deflated but could not be retracted into the guide catheter. The two devices were being removed from the anatomy as a single unit when during removal the nc trek caught with the sheath; the guide catheter, guide wire and bdc were cut to facilitate removal from the sheath outside the anatomy. All devices were removed from the anatomy without issue and the sheath remained in position and was used during post-dilatation with a 4.0 x 12 mm nc trek bdc without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6f jr3.5sh; stent: promus element 3.5x16mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.